Manufacturer narrative:
Troubleshooting performed by an abbott service representative included replacement of the arc pump body 100microl which resolved the issue. Issue resolution was verified with passing qc runs. No additional discrepant result issues have been reported since the service activity was completed. The service history of the architect i2000sr processing module, serial number: (B)(6) returned no additional tickets for discrepant patient results on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data did not identify any trends related to the complaint issue. A review of the corrective and preventive actions system did not identify any nonconformance's or deviations for the architect i2000sr processing module or arc pump body 100microl. A review of the product labeling concluded that the issue is sufficiently addressed. The architect system operations manual provides information regarding the troubleshooting of erratic/discrepant results and on the removal, replacement, and verification of the arc pump body 100microl. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated architect ca19-9xr result for a 66-year-old female diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2026, sid: (B)(6): initial result = 118.59 u/ml, repeat = 49.28 u/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.

Event description:
The customer reported a falsely elevated architect ca19-9xr result for a 66 year old female diagnosed with pancreatic cancer. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 118.59 u/ml, repeat = 49.28 u/ml. No impact to patient management was reported.